Event description:
It was reported that the patient did not charge the ipg as recommended due to not liking the tonic sensation. In turn, the ipg became inoperable. As a result, the ipg was explanted and replaced. Effective therapy was re-established post-op.